Event description:
It was later reported that the lv lead was not capturing.

Event description:
It was reported that the left ventricular [lv] lead had elevated and (a sudden rise to) high threshold measurements. The polarity and pulse amplitude were reprogrammed and the lead remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Diagnostic testing revealed that the high outputs were caused by lead dislodgement. The lv lead was explanted and replaced.